Event description:
It was reported that during a laparoscopic sigma procedure, after two minutes the teflon pad fell off. The pad was retrieved after 30 minutes. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4).